Event description:
This complaint is from a literature source. It was reported that two patients developed small inguinal hematomas with conservative treatment in the arterial puncture region after atrial fibrillation ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿unmasking the dormant pulmonary vein conduction with adenosine administration after pulmonary vein isolation with laser energy.¿ the purpose of this study was to determine the acute efficiency of the laser energy during pulmonary vein isolation with the help of adenosine provocation. Bwi takes conservative approach to open this complaint under lasso mapping catheter, however catalog and lot number are unknown. A sl0 (st. Jude medical) sheath is suspected to be causative to the patient events that occurred in this study. Other company¿s devices: visually guided laser balloon ablation catheter; sl0 sheath (st. Jude medical).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other company¿s devices: visually guided laser balloon ablation catheter; sl0 sheath (st. Jude medical) (B)(4). The devices were not returned to bwi.

Manufacturer narrative:
Correction to the initial report: form-1799 submitted to FDA stating ¿no¿ to question ¿serious injury?¿. However it should state ¿yes¿.